Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the system did not recognize the arm, and it remained in white forever. It was replaced by another arm. There was no issues with the tower. No patient involvement.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported arm cart assembly. Two images were received for evaluation. One image showed two arm cart assembly's in a room. One image showed a label with the reference identification and serial number matching what was reported. Evaluation of the logs indicated that the arm cart assembly failed to startup as the subsystem robotic assembly (sra) remained in an undefined state. Tried restarting the arm cart three times, but each time the sra computer remained undefined. The arm cart was exchanged for another one and used on the same port of the tower power supply controller (tpsc). Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective robotic arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the system did not recognize the arm cart assembly, and it remained in white. The arm cart assembly was replaced by another arm cart. There were no issues with the tower. There was no patient involvement.